Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with hernia repair. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the hernia. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. It is unknown if the patient¿s hernia was pre-existing prior to the initiation of pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. It cannot be confirmed if the patient¿s hernia was exacerbated by pd therapy. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. However, it cannot be confirmed if the pd therapy itself through delivery of the liberty select cycler contributed to the hernia. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient underwent a hernia repair in (B)(6) 2020 (exact date not provided). Additional information was requested but to date, has not been provided.